Event description:
It was originally reported that the pt experienced swelling, redness, soreness and a burning sensation at the neurostimulator (ins) site. At first the pt's ins pocket site was moved to see if that would help but the pt's symptoms continued. Antibiotics were administered but the pt tested negative for an infection. The healthcare provider confirmed that the pt was sent for allergy testing. It was confirmed with an allergy kit that the pt had an allergic reaction to the metal the ins was made with. The pt developed redness and warm to touch area at the ins site. The pt's device system was explanted, and the pt recovered without sequela.